Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels which appeared to be caused by an electromagnetic interference (emi) source. The patient felt symptomatic when the device sensed the oversensed atrial signals. Changing the device mode would be considered. The patient would be monitored.